Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) failed to recognize an installed purge cassette during patient support. The purge cassette was replaced to troubleshoot the issue, however, the failure remained. The aic was swapped with no harm to the patient.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag. Added-h6 impact code 4629 d4-corrected model number.